Event description:
The patient reported that the up arrow keypad button had responded poorly to button presses a month ago and became worse a few weeks ago and required more force and multiple button presses in order to elicit a response. The patient stated that the keypad was intact, that he does not clean the pump and that he wears the pump in a case attached to his belt.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.